Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The field service engineer (fse) replaced the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. The unit was returned for failure analysis, and the reported failure was confirmed and replicated. In-house failure analysis: visual inspection: no issues were found that would be related to the reported failure. The ccc was installed and tested on an in-house eft system where the component functioned as expected. However, the tower monitor could not display fully on the screen, and the vision cart power button continued blinking blue with a message indicating the insufflator was disabled. The system could not be programmed. The robot connected but never completed. The unit was installed into a test bench and powered on with a power supply. It was connected to a pc, and the tegra module was visible. This unit is confirmed to be bricked. As a result of these findings, failure analysis concluded that the bricked ccc was the root cause of the reported failure.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the robot was not connecting to the console. The caller stated they had an "insufflator is disabled" message and an error on the screen stating that it was not connected. The technical support engineer (tse) recommended for the caller to perform a hard reboot on the system, disconnect the blue fiber cables and then power up each cart individually. The caller performed a hard reboot on each cart and disconnected the blue fiber cables. The caller then powered on each cart separately and stated the robot/console each had solid blue power buttons. The caller stated the tower power button was flashing blue and had the "insufflator disabled" message on the screen. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically after rebooting the system.